Event description:
The complainant reported a 60-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. While on impella support, the patient experienced hemolysis. As treatment, the impella 2.5 pump was prematurely removed and the patient was escalated to an impella 5.5 pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.